Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The intrahepatic bile duct was approached using a transendoscopic and transpapillary approach. The user attempted to advance zebd-7-12 using a straightener over the wire guide (olympus/visiglide 0.025 inch) which had been placed in the intrahepatic bile duct, but the pigtail part of the stent was kinked and the wire guide could not be passed through. The procedure was completed using another zebd-7-12 (lot# c2120005) using the same wire guide (olympus/visiglide 0.025 inch). No adverse effect on the patient has been reported. For all complaints: 1 for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact device placement. 2 what was the target location for the stent? The intrahepatic bile duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus/visiglide 0.025 inch. 5 was the wire guide lubricated prior to use? Yes. 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 7 was the wire guide inspected for damage prior to use? Yes. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No. 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No. 11 if not with the device in question, how was the procedure finished? Please see the description of event. 12 did the patient require any additional procedures as a result of this event? No. 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/tjf-260v. 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 6 was resistance encountered when advancing the wire guide to the target location? No 7 was resistance encountered when advancing the introduction system in place to the target location? 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? No. 12 was resistance encountered when advancing the stent through the obstructed area? No 13 after placement, was stent position verified? Yes. 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? No. 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example, guiding catheter shortened. No. 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Yes- olympus/visiglide 0.025 inch 25 did the patient require any additional procedures as a result of this event? No. 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 29 if yes, please specify what was observed and where on the device it was observed.

Event description:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.